Event description:
Customer stated that on (B)(6) 2011 her blood glucose ranged from 302-493 mg/dl. The next morning she suspected basal insulin delivery to update the time, insulin delivery was resumed at 7:46 am at which time her bg was 325 mg/dl and she was ingesting a meat containing 225 grams of carbohydrate. She administered a 28.9 unit bolus does of insulin. On (B)(6) 2011, the only blood glucose measurement reported was 500 mg/dl at 6:17 pm, at which time she took an add'l 10 unit bolus. On (B)(6) 2011, the device initiated an expiration alert and at 11:18 am a low reservoir alert. She continued to wear the device until 2:22 pm and she stated when she removed the device, the cannula was kinked and there was blood on the perimeter of the adhesive. She was able to activate a new device and deliver a correction bolus of 9.10 units. Her bg was 425 mg/dl and she was eating 145 carbohydrate grams.

Manufacturer narrative:
The pod was not returned for eval. We are unable to determine if any malfunction or other product condition contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It recommends "if your glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance." And "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."